Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is may 11th, 2015.

Event description:
Boston scientific received information that this electrode had dislodged out of the pocket during a procedure for a left ventricular assist device. Additional surgical intervention was performed and the electrode was repositioned. After the procedure, low amplitude measurements and oversensing of noise was observed which caused auto setup to fail. After some troubleshooting, the system was reprogrammed to a different sensing vector which seemed to solve the issue. The electrode remains implanted and in service. No additional adverse patient effects were reported.